Event description:
A pt, who has been using insulatard (long-acting human insulin) since 1991 and novofine 8mm (30g) (needle) due to insulin-dependent diabetes mellitus, experienced hypoglycemic coma. The pt's friend could not wake pt up. An ambulance was called and the pt was treated with fruit sugar tablets. The pt felt well upon arrival to the hosp but was not discharged until they had talked to a physician. Blood glucose level at the time of the event cannot be provided. In the morning 2 days later pt felt bad again and their blood glucose level was 1.2 mml/l. The next day pt consulted their general practitioner who decreased the pt's night dose from 24 to 20 units and this has given no prblems. The pt believes that there is something wrong with their insulin. The pt had not omitted any meals, they do not have any renal or hepttaic impairments and there is no known factor which could have caused the hypoglycemic coma. The event cannot be medically confirmed and the pt does not know if a medical record was obtained.